Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific value was not provided. Reportedly, the customer did not have an active continuous glucose monitor session running on the pump. Customer reverted to manual insulin injections to resume insulin therapy.